Event description:
The dexcom g7 was reporting urgent low blood glucose levels below 70 mg/dl when his actual blood glucose was 370 mg/dl and we did several fingersticks with different blood glucometers to verify. We attempted to perform several calibrations on the dexcom g7 application, but the dexcom failed to take the calibrations and continues to report his blood glucose levels below 70 mg/dl. This issue has been going on for at least 12 hours.